Event description:
A report was received that the patient was experiencing discomfort due to the ipg that migrated over the spinal process. The patient underwent a pocket revision wherein the ipg was moved back to the original position. The patient was doing well following the procedure.